Manufacturer narrative:
Concomitant medical products: product ID: a2dr01 ipg, implant date: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, limiting implantable pulse generator (ipg) battery longevity. The rv lead and ipg were explanted and replaced. No patient complications have been reported as a result of this event.